Manufacturer narrative:
Only one half of the explanted lens was returned. The product was returned submerged in clear solution inside a small specimen jar. The lens was removed from the jar. Solution residue was present on the lens. The lens was torn/cut through one haptic/optic junction, across the optic and throughout the opposite side of the optic. The returned optic portion contained one complete haptic and a portion of the other haptic/optic junction. The optic has scratches on the anterior and posterior surfaces. The lens was cleaned with lphse for further evaluation. The lens was allowed to air dry to be further assessed. After drying, the lens was microscopically re-evaluated. The haptic is scratched in the optic/haptic junction. The optic has scratches present on the anterior and posterior surface, including the central optic zone. Scuffs and nick/chipped areas are also observed. The optic has a small torn area near the edge of the broken/torn haptic. After drying, the optic material does not present with the observed microvacuoles that were seen when received in liquid. The scuffs and scratches on the optic may have been interpreted as opacified areas. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of ¿glistenings and opacification¿. Two photos were available in the file and were assessed: there is a fine punctate pattern beneath the optic surface. Besides the quality limitations of provided pictures the image is consistent with glistenings. However, it is difficult to determine which iol was implanted. One half of the explanted lens was returned submerged in clear liquid. There appears to be microvacuoles/glistenings present upon return in the liquid. The lens was cleaned and allowed to air dry. After drying, the optic material does not present with the observed microvacuole appearance that was seen when received in liquid. It is possible that the scuffs and scratches on the optic may have been interpreted as opacified areas. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported several years following the implant of an intraocular lens (iol), a patient is experiencing glistenings and opacification. There are two reports for this patient. This report is for the left eye. This is one of two associated reports filed for this facility. This report is for the left of the patient. The alcon reference numbers are: (B)(4).

Manufacturer narrative:
The product was not returned for evaluation. Photos were provided of the lens in the eye. The photos were evaluated: there is a fine punctate pattern beneath the optic surface. Besides the quality limitations of provided pictures the image is consistent with glistenings. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the reported issues could not be determined. The product was not returned for evaluation. Photos were provided of the lens in the eye. The provided photos were evaluated. Based on our observation of the photos, there is a fine punctate pattern beneath the optic surface. Besides the quality limitations of provided pictures the image is consistent with glistenings. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).